Event description:
It was reported to boston scientific corporation that an obtryx ii, halo was used during a mid-urethral sling procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the trocar passed through the vaginal incision and then perforated the vaginal epithelium. The device was removed and the perforation was sutured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Pt age: the exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.